Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing caused by noise were observed. The patient was asymptomatic. It was noted that increased pacing lead impedance and high capture threshold have been observed since implant. Programming changes were made. A loose setscrew connection was suspected to be the cause of the event.